Event description:
It was reported that the subject device showed an e315 error (communication error) when starting up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h11. The device was returned to olympus for inspection and the reported failure of e315 error (communication error) was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation: no user feedback regarding startup e315 error was found. Olympus will continue to monitor field performance for this device.